Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the forearm shunt. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use in a shunt percutaneous transluminal angioplasty. During procedure, at second inflation, it was noted that the balloon ruptured at 8 atm. However, it was further reported that all components were completely and simply pulled out from the patient's body without problem. The procedure was completed with another of the same device. No patient complications reported and no problem on patient condition post procedure.